Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black and came out. Manual compression was performed to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. The indicator window did not show any red color during retraction, and the indicator wire loop was deployed without anomaly upon device removal. The device was used in an interventional procedure with a retrograde approach. The physician was certified in exoseal vcd use, and the patient¿s bmi was not greater than 40. No visible damage was noted on the device or packaging before use, and it was stored and prepared per the instructions for use. Angiography confirmed femoral artery suitability with a 30¿45° insertion angle and vessel diameter = 5 mm, with no visible calcium, tortuosity, nearby stent, stenosis > 50%, or pre-existing vascular complications at the site. The site had not been closed within 30 days prior to the procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18469745 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be observed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. As warned in the instructions for use (IFU), which is not intended as a mitigation, during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black and came out. Manual compression was performed to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. The indicator window did not show any red color during retraction, and the indicator wire loop was deployed without anomaly upon device removal. The device was used in an interventional procedure with a retrograde approach. The physician was certified in exoseal vcd use, and the patient¿s bmi was not greater than 40. No visible damage was noted on the device or packaging before use, and it was stored and prepared per the instructions for use. Angiography confirmed femoral artery suitability with a 30¿45° insertion angle and vessel diameter = 5 mm, with no visible calcium, tortuosity, nearby stent, stenosis > 50%, or pre-existing vascular complications at the site. The site had not been closed within 30 days prior to the procedure. The product was discarded along with other devices after the procedure. Therefore, the device will not be returned for evaluation.